Event description:
The customer stated that he was hospitalized for high blood glucose levels as high as 644 mg/dl. The customer had chest pain and traces of diabetic ketoacidosis. The doctor asked to have the insulin pump replaced. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.